Event description:
An attempt was made to administer device pacing therapy to the pt. Reportedly, the device could not be used to deliver pacing therapy to the pt. The pt was not resuscitated, but the reporter stated the pt was not a viable candidate for resuscitation.